Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the brake block mechanism was broken and the stems holding the bearings were broken. The tech rebuilt the brake block assembly and replaced the worn bearings to repair the bed.